Manufacturer narrative:
This report is for 3 unknown screws of 9 that were implanted. Listed below are their quantities, part numbers, lot numbers, and descriptions: 1 x 09.223.060s 2753947 ¿ 5.0mm cocr dynamic locking screw slf-tpng/60mm-sterile, k110592, hwc, screw, fixation, bone. 4 x 09.223.032s 2795770 ¿ 5.0mm cocr dynamic locking 5.0mm cocr dynamic locking, k110592, hwc, screw, fixation, bone. 1 x 09.223.055s 2752922 ¿ 5.0mm cocr dynamic locking screw slf-tpng/55mm-sterile, k110592, hwc, screw, fixation, bone. 1 x 09.223.065s 2752924 ¿ 5.0mm cocr dynamic locking screw slf-tpng/65mm-sterile, k110592, hwc, screw, fixation, bone. 1 x 09.223.044s 2763702 ¿ 5.0mm cocr dynamic locking screw slf-tpng/44mm-sterile, k110592, hwc, screw, fixation, bone. 1 x 09.223.075s 2752926 ¿ 5.0mm cocr dynamic locking screw slf-tpng/75mm-sterile, k110592, hwc, screw, fixation, bone. The exact explant date of the impacted screws is unknown. Device expected to be returned, but has not yet been received by the manufacturing site. The lot number(s) provided could not be verified; therefore, further investigation cannot be performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon sent an e-mail to our product manager on (B)(6) 2014 with an attached presentation that included x-rays of three broken dynamic locking screws and the associated part numbers. The presentation indicated that nine dynamic locking screws were implanted, but it did not identify which of those nine screws were broken. Therefore, this report is for 3 unknown screws. This report is 1 of 1 for com-(B)(4).